Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a target lesion in the mid right superficial femoral artery and the mid right posterior tibial artery. Post-procedure an arteriotomy closure of the left femoral artery was attempted using a proglide with a 6f sheath. Reportedly the sutures were placed without issue; however, hemostasis was not achieved. Manual compression was held for 20 minutes, then a femostop device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.